Manufacturer narrative:
The customer has declined to provide any further information. No investigation of the instrument is possible. The customer stated that after a discussion with siemens service and a correction of the coefficient of variation, the problem has settled down.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens requested that the data files be returned for investigation but to date, none have been received. The customer stated that the measurement cartridge was changed and the instrument is operational. The root cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on two rp 500 analyzers. There was no report of injury due to this event.